Event description:
Event description guidant received information that this implantable transvenous defibrillation lead dislodged and the helix mechanism had retracted. At the initial implant, the physician had x-ray confirmation of an extended helix with appropriate lead placement. The physician stated that at the repositioning procedure the setscrews all appeared to be down and was inquiring how the helix could retract after being implanted. The lead was successfully repositioned without any helix problems.